Event description:
Patient reported that he has experienced low blood glucose levels (low 50s (mg/dl) that he was not able to correct until he disconnected from the device (prior to disconnecting from device he unsuccessfully attempted to self treat low blood glucose by drinking (B)(6)). No treatment was received. No errors were generated by device. Patient alleged that device is delivering too much insulin. Patient stated that he had this same problem four months ago.